Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a correction of prolapse procedure on (B)(6) 2018. According to the complainant, during procedure, the capio slim (cage) did not catch the needle, until the needle detached. The procedure was completed with another uphold lite with capio slim. There were no complications reported as a result of this event. The condition of the patient was reported to be stable.